Manufacturer narrative:
(B)(4). Batch # p93w3d. Investigation summary: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for remove instrument from patient. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" or " removed instrument from patient" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the surgeon was doing a lap liver transection with hd1000i, harhd36. About 6 hours into the transection, the gen11 reflected an error that says 'remove instrument from patient'. Instrument was cleaned, plugged in and tested once again. Upon continuous activation for 5 secs, the gen11 reflected that we should 'replace device'. Which we went ahead to do so, another harhd36 was opened. Mid way through transecting the liver parenchyma, the device threw the same error to remove instrument from patient. Troubleshooting it also resulted in the gen11 telling us to replace device. During the course of the usage for the first 2 x harhd36, there were some contact with metal clips and instruments (suction) but worked fine after that. Error did not appear after contact with metal clip/ device. Another harhd36 was used, power level was decreased to level 4, surgeon was advice to quickly release after completing their transection and to avoid contact with metal clips and metal instruments. No patient consequence.